Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased after they became disconnected from a ventilator. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported a patient's blood oxygen saturation decreased after they became disconnected from a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017, the ventilator's event logs indicate the device was alarming frequently for patient circuit disconnect and low minute ventilation conditions. These alarms were acknowledged as evidenced by alarm silence/reset keypresses. Based on testing and review of the ventilator event logs, the manufacturer concludes the device operated and alarmed as designed and did not cause or contribute to the reported event.